Event description:
Additional information indicated that the same patient came back for another ca19-9 check and higher than expected results of 118 and 120 u/ml (compared to the previous result of 3 u/ml) were generated. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The trend review identified normal complaint activity for the issue under investigation. The ticket search identified normal complaint activity for the likely cause lot. Accuracy testing was completed to evaluate the assay performance of lot 17028m500. The testing met acceptance criteria. The accuracy testing was completed using panels and the likely cause lot showed that it can accurately detect known concentrations. The investigation results showed that the architect ca 19-9xr reagent lot 17028m500 is performing as intended. No malfunction was identified. This issue was limited to a discreet patient sample.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
This report is being filed against an ex-u.s. Product (2k91-35) that has a similar product distributed in the u.s. (2k91-27). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated higher than expected results for the architect ca19-9 assay. The patient was monitored and the results were around 3 (unit of measure was not provided) when the results showed a sudden increase of 360 and 380 using reagent lot 17028m500. No impact to patient management was reported.